Event description:
It was reported that the 2600 system presents a persistant arm unlocked message when arm was locked in the x-ray position. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.